Event description:
It was reported that pump experienced repeated malfunction code 12 alarms, which occurred twice during one night and had also happened on at least two prior occasions according to customer estimate. There was no reported adverse impact to the customer¿s blood glucose level. Customer temporarily resolved each incident by resetting pump and planned to continue using current pump with multiple daily injections as backup if needed, while technical support arranged shipment of replacement pump with updated software.